Event description:
On (B)(6) 2011, pt reported experiencing a low blood glucose event while using a previous infusion device. Pt stated, the event occurred in 1998. Pt reported, he does not recall much information about the event. Pt stated, he was driving a bus and had skipped his meals all day due to his work schedule. Pt reported, he noticed he had blurry vision so he pulled over and called his dispatcher who in turn called the emts. Pt stated when the emts arrive, he was unconscious. Pt reported, he was given a glucagon shot and glucose paste. Pt stated, his blood glucose level was tested when the emts arrived with a result of 30 mg/dl. Pt reported, he regained consciousness on the way to the hospital. Pt stated, his blood glucose level was 170 mg/dl by the time he arrived at the ER. Pt's normal blood glucose range is 150-190 mg/dl. Pt reported, he was not admitted and was sent home. Infusion device has already been returned and upgraded.